Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The leak was confirmed. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the posterior lateral coronary artery. The 2.25x12 mm xience alpine stent delivery system (sds) was advanced in the patient anatomy and blood was noted to be coming from the hub, thus xience alpine sds was removed. Additional pre-dilatation was performed with an unspecified device and a same size xience alpine sds was used to successfully complete the procedure. No other issues were noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.